Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving an error alarm during the manual prime. Customer stated that insulin was squirting out and insulin continues to drip after motor stops. Customer was unable to exit the preparing to prime loop. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 365 mg/dl. No further information reported.